Event description:
It was reported that during a cartridge change the ilet user did not observe drops at the fill-tubing step and was unsure whether a rewind had been performed; customer care confirmed the user was disconnected, guided a proper fill until drops were observed, confirmed a rewind, and identified the cartridge was not fully filled, after which the user reattached with no alerts. There were no reported adverse clinical effects. Outcomes included successful troubleshooting and education with restored infusion and guidance to seek support for future supply changes. Investigation included user interview and step-by-step procedural review. Investigation of this case revealed incomplete tubing priming and an underfilled cartridge consistent with user error during the supply change process, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.